Event description:
It was reported that, during the implant procedure, there was placement difficulty with the right ventricular (rv) lead. The lead was repositioned and remains in use. The patient was enrolled in the panorama study. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).